Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during the second dwell phase of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location. The leak was further described as ¿pool of water was found on the ground¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was under water pressure tested and no leak was observed. Functional testing (self-test and priming) was performed with no abnormalities observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.